Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and underwent mesh implantation concurrently with transvaginal hysterectomy due to pelvic pain and stress urinary incontinence. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Event description:
It was reported that the patient underwent a surgical procedure; transvaginal hysterectomy, transvaginal tape, gynecare, tvt secure system, for pelvic pain, and stress urinary incontinence on (B)(6) 2008 and tvt-secur was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient concurrently underwent total vaginal hysterectomy.